Manufacturer narrative:
The insulin pump had a blank display due to moisture damage at the electronic assembly. No moisture damage was found on the motor, battery tube, keypad assembly, or vibrator assembly. The functional testing could not be performed due to the blank display. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump had alarmed for a motor error during the rewind process and another time when the reservoir became empty. The insulin pump had been in submerged in lake water or 16 seconds. The blood glucose reading was 80 mg/dl. The insulin pump had not been exposed to a strong magnetic field. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.